Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, although during thumb advancer/exchange sheath splitting difficulty was encountered, thumb advancer deployment and clip deployment were completed. When the device was removed the exchange sheath was elongated and clip was found with the exchange sheath caught up in the locator wings. Due to continued bleeding, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty encountered deploying the thumb advancer, the clip deploying into the exchange sheath, and exchange sheath splitting issues were confirmed as indicated by flex-guide shaft carving and damage at the proximal and distal-ends. Reportedly, although difficulty was encountered during thumb advancer/exchange splitting, deployment was completed. It should be noted that the starclose se instructions for use states: keep the shaft of the device straight while advancing the thumb advancer. Do not advance the thumb advancer against excessive force. If excessive force is experienced while advancing the thumb advancer, it may potentially cause a problem with the collapse of the vessel locator wings. If excessive force is met during advancement of the thumb advancer, the device should be removed following the following steps: retract the thumb advancer back to the start arrow to lessen any interaction with the shaft. Slide the safety release button. Remove the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.